Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation - customer returned incorrect strips. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 14-jan-2021 to find out customer's condition - able to make contact with customer who stated condition had improved and did not currently have any diabetic symptoms. No further medical attention was reported. Customer had tested using the meter and had obtained a result of 164 mg/dl fasting. Note 2: manufacturer contacted customer in a second follow-up call on 21-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with hi test results obtained twice on day of call. The customer¿s expected fasting blood glucose test result is 200 mg/dl. Customer was not using the proper testing technique. At the time of the call the customer reported he was experiencing frequent urination; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 499 mg/dl using meter. The product is stored according to specification (in the living room). The test strip lot manufacturer¿s expiration date is 06/17/2022 and test strips were open one week ago. The meter memory was not reviewed for previous test result history.